Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via e-mail that the customer was hospitalized due to high glucose. E-mail stated that the customer declined to speak with the help line and no blood glucose value was provided. Nothing further was reported.